Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1: luer lock ending of tube breaking off into caresite valve aspect of extension set, causing blood to leak out of the broken site.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Due to similar complaints of this nature, b. Braun medical has initiated CAPA (B)(4) to further investigate incidents related to other connecting devices becoming stuck or completely breaking off inside the caresite valve. If additional pertinent information becomes available a follow-up report will be filed.